Event description:
It was reported the patient was experiencing a burning sensation at the ipg site which radiated into the legs. The patient reported the issue disappeared when the stimulation was turned off. It was reported the physician had given the patient an injection which did not alleviate the sensation; the patient reported an injection had helped in the past. Follow up identified the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.